Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported prior to the surgery (during device check) that the device did not have enough power. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer air dermatome serial number (B)(6) by flextronics on 24 march 2020 revealed the needle bearing, reciprocation arm, width plate screws and swivel needed to be replaced, and the device needed to be recalibrated. Repair of the device was performed by flextronics on 24 march 2020 which included replacement of the reciprocating arm, width plate screws, needle bearing, and swivel. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is no additional information.